Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received in used condition. Four photos were attached for evaluation. During the visual inspection, no visual defects were found. A leak test was done during the functional testing and no connection problems were found. The sample worked as expected. The failure mode was not able to be confirmed. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the connector on the side that connects to the infusion set has come loose and does not fit." The event occurred before opening/when unpacking at facility. There was no patient involvement, and no patient harm/adverse event reported.